Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported an elevated blood glucose episode which resulted in her being hospitalized. Pt stated, she had elevated blood glucose concerns all day. Pt reported, she woke up not feeling well, tested and received a reading of 297 mg/dl. Pt stated, her blood glucose level got worse throughout the day. Pt reported, her blood glucose reading got as elevated as 600 mg/dl and she felt weak and weird. Pt stated, she attempted to bolus to bring her blood glucose level down. Pt's target blood glucose range is around 90-130 mg/dl. Pt reported, she changed the infusion site and the infusion tubing the night before but has never changed the infusion adapter. Advised pt to change the adapter with every 10th cartridge change. Pt stated, she decided to go to the hospital because, her chest pains got worse throughout the day. Pt reported, the doctor advised her to stop pump therapy. Pt stated, she was placed on an insulin drip and provided morphine for the pain. Pt reported, she also received nitroglycerin. Pt stated, she was admitted overnight and plans on being released today. Pt reported, the doctor's advised her to resume pump therapy this morning. On follow up call on (B)(6) 2011, pt reported her blood glucose level is fine and the infusion device is working as intended. On follow up call on (B)(6) 2011, pt reported, she was admitted into the hospital on (B)(6) 2011 and released the next day on (B)(6) 2011. Pt stated, she felt like her elevated blood glucose issues occurred due the infusion sets not working properly. Pt did not know the type of infusion set being used and couldn't state the reasoning but stated something was not working right with them. Set infusion sets and adapters; no product return was requested.